Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.06.00, which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was evaluated on-site at the customer facility. The battery depleted alarm was caused by depleted batteries. The main batteries and the harness were replaced to correct this condition. A follow-up report will be submitted if additional information becomes available.

Event description:
A malfunction of a ventilator's remote alarm/nurse call connector was identified at the MFR's service center during eval for an unrelated issue. The device's remote alarm connector appeared to have been stressed beyond its intended design. The solder joints that attach the remote alarm connector to the interface board were fractured, causing an "open" condition. This type of malfunction would cause continuous activation (continuous alarm state) of a remote alarm or nurse call system if the ventilator was being used with a "normally closed" or "lifecare" configuration. These are the MFR's recommended remote alarm connector settings and would alert the user or caregiver of an event if the remote alarm connector, cable, or other related component failed to operate as designed. The ventilator's remote alarm connector can also interface with a "normally open" remote alarm or nurse call system. A malfunction of the ventilator's remote alarm connector, cable, or other related component could cause a failure to initiate a remote alarm or nurse call system when used with a normally open configuration.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events have been initiated for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).